Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawers 1 and 2 failed to respond due to faulty drawer controller boards. A field service engineer replaced the drawer controller boards, after that all lights came on and configured the drawers to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medbank system, drawers were not opened while trying to issue medication to the patient. The customer stated that they had an emergency kit for medication and the required medication was clonazepam 0.5mg. This incident resulted in delays in dispensing medication to the patient and there was no patient harm. There were no adverse events or injuries reported based on this event.